Event description:
The customer reported an incorrect weight removal alarm on replacement mode. The alarm occurred from 08.52 am to 11.15 am and it was overridden by clinic's staff twenty-six times. Pt's blood pressure never dropped. Pt died two days after treatment, but the clinic said it was not due to prisma machine.